Manufacturer narrative:
D10 concomitant product: 6cn75er, 7.5mm adt flex evac 6cn75er trach reuse, lot#: 202506249x 6cn75er, 7.5mm adt flex evac 6cn75er trach reuse, lot#: 202506249x 6cn75er, 7.5mm adt flex evac 6cn75er trach reuse, lot#: 202506249x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a total of 4 tracheostomy cannula was associated with difficulty aspirating secretions via the subglottic suction tube. The first suction attempt after ward admission was unable to aspirate secretions above the cuff, and a later suction attempt about 4 hours after an initially normal suction was also unable to aspirate secretions above the cuff. After cuff deflation the patient coughed up a large amount of sputum, during patient coughing the inflated pilot balloon collapsed and leaked air, and after cuff inflation there was significant blood accumulation in the area where the inflated cuff overlapped with the outer wall of the tube.